Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: concomitant medical products investigation ¿ evaluation a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and trends. The customer returned one opened package labeled with part number hlf-s200-hsma with label lot number 8857739. Visual examination confirmed a kink in the sheath 91.5cm from end of the silicone plug cover. The sheath remained secure inside the plug. Laser fibers are tested during manufacturing processes using manufacturing instructions. Testing assures the fiber is recognized and no failure codes are present. In addition, assuring no breaks are present along the fiber length and green output from end of fiber creates a well-defined circle. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. The device history record was reviewed and noted there were no non-conformances that may have contributed to this incident. A search of complaint records revealed this is the only complaint associated with complaint lot number 8857739. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: extended lasing power, continuous lasing with fiber tip in contact with tissue, lasing with a contaminated or damaged proximal end, improper handling, poor laser beam alignment or focus, never subject fiber optics to sharp bends in handling, use or storage, always keep connector end dry and free from contaminates, discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards and do not exceed power limits. The laser fiber was returned and the fiber was kinked. The complaint is confirmed based on the technical evaluation. Based on provided information, the investigation conclusion can be determined as improper handling of the laser fiber during the procedure. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
PMA/510k # k124030 (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy in the kidney, the doctor could not use the cook® single-use holmium laser fiber because it was split. A new fiber was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.